Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one sample was received for evaluation. It came in a (B)(6) plastic bag in an opened packaging blister. Visual inspection was performed with a 10x magnifier lens. It has two specks of embedded degraded resin in the syringe luer. One photo was provided. It shows the sample received with the embedded degraded resin in the syringe luer. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample and photo provided. This is the 1st complaint for lot # 0031371 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Root cause description: a potential root cause can be attributed to the syringe barrel molding. Rationale: CAPA not required at this time.

Event description:
It was reported that foreign matter was found in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "there is foreign material in the syringe tip."